Manufacturer narrative:
A ge rep evaluated the system, and replaced the batteries and performed a filament and camera calibration. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system is displaying a low ma error. No pt injury was reported.